Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 5mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to perform fenestration of renal artery during an abdominal aortic aneurysm procedure. An abdominal aortic endoprosthesis (microport, minos) was implanted from femoral artery. The puncture site was left brachial artery, an 8f long sheath (termo) was inserted. The vsx device was advanced to target lesion at renal artery. The deployment line was found stuck during pulling the deployment knob, and nearly half device was expanded. After several attempts, physician removed the vsx from brachial artery. The guidewire was found withdrawn from left renal artery and couldn't be re-entered. Patient tolerated procedure and didn't experience any adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the device met pre-release specifications. Code c21 - device was returned and under engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d15, investigation - procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The condition of the vsx device as returned was consistent with the reported deployment failure. The vsx device endoprosthesis was partially deployed and partially expanded while still mounted on the delivery catheter. The deployment line as returned was broken near the endoprosthesis; the remaining deployment line and deployment knob were not returned. The timing and mechanism of the deployment line breakage could not be established. The deployment failure and stuck deployment were not replicated during evaluation. Deployment of the returned vsx device was able to continue when pulling the broken deployment line at the endoprosthesis, demonstrating that the deployment mechanism itself was not stuck. The root cause of the deployment failure with stuck deployment line as reported could not be established. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.